Manufacturer narrative:
The device was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she was feeling sick so she went the emergency room and she was hospitalized for 24 hours. She was put on a drip (substance unknown) and was released after 24 hours.